Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received on august 09, 2022 litigation alleges that patient had suffered the following personal and economic injuries as a result of the implantation with the asr hip implant, severe pain and discomfort, increased metal levels in blood including cobalt and chromium; permanent injuries, emotional distress, disability, disfigurement; economic damages including medical and hospital expenses for revision surgery followed by monitoring, rehabilitation and pharmaceutical costs. Doi: (B)(6) 2009, dor: (B)(6) 2022. Affected side: left hip.

Event description:
Pfs records received. On (B)(6) 2021, during the clinic visit, the patient underwent an MRI and was found to have pseudotumor. During the revision, it was noted that the patient had brown fluid consistent with metallosis and a reaction consistent with pseudotumor formation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: the patient was experiencing increased pain in the left hip. In august 2022, the patient was diagnosed with a pseudotumor. Underwent testing for cobalt and chromium which were elevated. During the revision surgery, it was noted that the patient had a brown fluid consistent with metallosis and reaction with pseudotumor. The surgeon also noted there is a leg length discrepancy. In september 2022, following the revision, the patient suffered from infection and inflammation requiring irrigation and debridement. I have pain in the area near the incision. From (B)(6) 2022 to (B)(6) 2023, the patient have been tested twice regarding his inflammation levels. Inflammation is not disease-related. The patient has anxiety about the damage of high ion levels, irrigation and debridement, and the pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : updated on 15-feb-2023 . No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.